Manufacturer narrative:
(B)(4). Results of investigation: at this time, vyaire medical has not received the suspect device. Once the device has been received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the float in the flowmeter made an unstable movement. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The unevenness of the inner pipe of the flow meter was due to contamination of the inner pipe.